Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported lancet does not retract. The lancet protrudes outside the protective cap. No adverse event occurred. Lancing device and lancet drum requested for investigation.